Event description:
During follow-up, the device was interrogated and an alert for charge time out was observed. Technical support was contacted the device was explanted. Patient was in stable condition.

Event description:
Further information was received indicating that during an in-clinic follow-up on (B)(6) 2020, an alert was received via merlin.net indicating a charge time out alert. Abbott technical support was contacted and indicated a charge time out was previously reported on (B)(6) 2018 and recommended device explant. However, the device remained implanted. Abbott technical support again recommended replacing the device; however, the physician elected to monitor the patient. A manual capacitor maintenance test was performed and the charge time was within normal range. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated and an alert for charge time out was observed. Technical support was contacted and suggested device explant. No intervention has been performed at this time. The patient was in stable condition. Manufacturer report number: 2938836-2017-29747.